Event description:
Sections with additional information as of 05-jan-2022 h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Sections with additional information as of 05-jan-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within 6 months tested within specifications most likely underlying root cause: mlc-020: user's test strip had poor storage.

Manufacturer narrative:
Corrected sections as of 06-jan-2022: h6: corrected FDA's investigation conclusion code (from 19 to 4308,18).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 157, 204, 171, 160 and 209 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130 mg/dl. The customer was not using the proper testing technique. At the time of the call, the customer reported having a headache; medical attention was not needed at the time. The test strip lot manufacturer¿s expiration date is 08/31/2022 and open vial date was not disclosed. The product is not stored according to specification (bathroom). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 130 mg/dl using true metrix meter; the customer was satisfied with the result obtained. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.